Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2015 with the following findings: a review of the pump¿s black box history showed that the data from the date of the event has been overwritten due to continued use of the pump. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The power issue was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.